Event description:
Event description guidant received information that this explanted implantable cardioverter defibrillator (ICD), implanted for approximately 3.5 years, was replaced due to eri and returned to guidant without allegation. An event was created due to analysis.